Manufacturer narrative:
(B)(6) vice explanted. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Physician detected noise on lead in (B)(6) of 2019. Home monitoring alert detected rv lead impedance out of range on (B)(6) 2019. Physician reports that sensing measurements are starting to trend down. Lead remains implanted. Should additional information become available, this file will be updated.